Manufacturer narrative:
Lot numbers # 18k030 and 17f055. The device for one event has been received and the evaluation is in progress. The device for one (1) event was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusors were leaking during infusion. Two of the devices were leaking from unspecified locations, and one of the devices leaked between the tubing and the ¿implantable chamber¿. Both events occurred with patient involvement with no consequences. No additional information is available.

Manufacturer narrative:
Two additional samples were received for evaluation. The returned units were labeled for single use. The first device was received attached to a non-baxter connector. Visual inspection on the first sample noted cracks on the third party connector. No evidence of damage or defect was observed on the luer of the folfusor device. The cause of the leak was determined to be the cracks in the non-baxter connector. There were no issues found with the baxter device. Visual inspection on the second sample noted fluid inside the bag the device had been returned in. Functional leak testing was performed by filling the bladder with water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was monitored until the next day and no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.